Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc).omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6): the subject device tested positive for unspecified bacteria (10cfu/100ml) and stenotrophomonas maltophilia (10cfu/100ml). On (B)(6): the air/water channel: no microbial growth (<1cfu/100ml), the auxiliary channel: unspecified bacteria (1cfu/100ml), the aspiration channel: pseudomonas aeruginosa and klebsiella pneumonia(8cfu/100ml). The subject device had been disinfected using non-olympus automated endoscope preprocessor (medivator) with peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed (B)(6) regulation for reprocessing process and the subject device was reprocessed according to the instructions of the manufacturer.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The result of the additional microbiological testing was as follows: the biopsy channel: staphylococcus coagulase negative(3cfu/100ml). The suction channel: staphylococcus coagulase negative(3cfu/100ml). The air/water channel: staphylococcus coagulase negative(7cfu/100ml). The auxiliary water channel: no microbial growth. Total of the endoscope: 3cfu/100ml. The testing result cleared (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.